Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated that he experienced inaccuracies which resulted in being hospitalized about a week prior to the date of the report. He could not recall the cgm and bg values during the time of the event and no symptoms were reported. While he was in the hospital, he was provided 1 unit of novolog short acting insulin, and lantus insulin. It is unknown how long the patient was hospitalized. The patient reported that during the time of the call with dexcom technical support he was at home and recovered, and the readings then were cgm value of 267 mg/dl and bg value of 221 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated that they normally check fingersticks to ensure that it is aligned with the cgm. On (B)(6) 2022, the patient was at home and felt fine. After checking a fingerstick, they stated the bg meter reading was 100 points higher than the cgm. The patient took insulin to decrease their blood sugar, however, their blood glucose continued to increase. The patient's daughter decided to take the patient to the hospital. At the hospital, the patient removed the dexcom and was treated with novolog short acting 1 and lantus. The patient was in the hospital and discharged after 5 days. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.